Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pcs instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have indentations on the edge of the distal idler pulleys. Common causes of this failure mode is typically attributed to user mishandling or misuse. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. A backup instrument was used to complete the procedure with no patient harm.